Event description:
A laboratory employee splashed his/her left eye with liquichek cardiac markers plus control lt, level 3. The bottle slipped out of his/her hands, while conducting cardiac enzyme testing.

Manufacturer narrative:
The labeling and certificate of analysis of the control material indicate that each human donor unit used to manufacture this control was tested by FDA-accepted methods and found non-reactive for (B)(6) and antibody to (B)(6). In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with pt specimens. Root cause of event: user error.